Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: a review of the black box showed a power on reset interruption, with a steady voltage. The pump was run for 24 hours and no reboots occurred. The complaint of no power was unable to be duplicated during investigation. The pump was opened to find no damage to the power circuit, and no internal moisture. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment. No defects were found to the power flex and components.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.